Manufacturer narrative:
The complaint is not confirmed. The reported failure could not be replicated. The device is functioning as intended. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and it was noted signs of wear and tear. The returned device was assembled with a new ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions for 108 minutes to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, it was noted that the unit does flush correctly. The pump inflow and outflow functions as intended. Rinse and lavage functional testing found that fluid management works as expected. No problem found.

Event description:
On 09/18/2023, it was reported by an sales representative via (B)(4) that an ar-6480 pump outflow roller does not activate. This was discovered during use with no patient harm.